Event description:
The trach cuff was inflated to 24 cmh2o and the patient was returned to the ventilator. Since the patient was returned to the ventilator the trach cuff has shown signs that it is blown, requiring it to be reinflated every 10 to 20 minutes. When the cuff deflates, the patient loses volumes and is at increased risk of aspiration.